Manufacturer narrative:
Device evaluations of battery pack (B)(4) has been completed. The reported problem (non-functional) was investigated. As received, the battery pack was unable to power a test monitor or charge. Upon evaluation, there was contamination on the pca board. The cause of the inability to charge or power a test monitor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it was non-functional.